Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: clinical application of continuous lumbar cerebrospinal fluid zhou zhizhong li qiang liu lin chen sifu zhang yusong cui department of neurosurgery, the central hospital of jilin city (2015) j.issn.1674-9308.2016.11.05 doi: 10.3969. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 126 patients had lumbar drainage for subarachnoid hemorrhage. According to the article, 122 patients had consciousness. The article stated that after surgery, 86 were awake and out of those patients 30 patients improved in the level of coma, while the others had no change. The article also stated that the patients that were awake experienced a decrease in their headaches. The article stated that one patient experienced a disturbance of consciousness, bilateral madrasas, unresponsiveness to light, and a reduction in muscle tension. According to the article the patient got a head CT which showed the patient experiencing re-bleeding, cerebral vasospasm, cerebral edema, and small ventricles. The article stated that the doctor turned off the drainage system, lowered the patient¿s head and 1.5 hours later the patient was in remission. The article also reported that another patient got aneurysm clipping and lumbar drainage surgery and then went into a coma. The article stated, the patient got a decompression craniotomy surgery and was found to have low intracranial pressure and a collapse in brain tissue. Reportedly, the patient recovered three days later. According to the article, the patients were followed up to evaluate the efficacy of treatment. The article stated 8 patients had died. One death was due to the patient experiencing an epidural hematoma and hernia after an aneurysm clipping during the coma. Five patients died due to repeated lung infections after a tracheotomy during the coma. One patient with diabetes died due to a brain stem infection. Reportedly, one patient died due to severe cerebral vasospasm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.